Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported that the involved angio-seal device failed to stop the arterial bleed after deployment. Hemostasis was achieved by using manual compression. Additional information was reported on (B)(6) 2018. The full device came out of the patient when they tried to deploy the angio-seal. There was no harm to the patient reported.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional event information. (B)(4) however, the amount of blood loss is unknown.

Event description:
Additional information was received on december 19, 2018. The procedure being performed on the patient was a coil embolizations. A 6fr. Sheath was used. A pre-deployment angiogram was performed. It is unknown if blood loss was greater than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update provide the completed investigation results. One unused 6fr angio-seal vip device was returned for evaluation. The device was received in a sealed header bag with all the accessory components. Visual inspection was performed. The sealed header bag was opened and the accessory components were removed. There were no visual anomalies noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present and had properly posted to the distal tip. Then, digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Without the return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the expiration date and the UDI no. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.